Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken in 2022 wherein the entire system was explanted to address the issue. The patient was administered IV antibiotics to address the issue. Additional information indicates the infection has resolved.